Manufacturer narrative:
(B)(6).

Event description:
It was reported that guidewire entrapment occurred. A vascular access was obtained via contralateral approach. The target lesion was located in right iliac artery. After a 0.035x300cm guidewire crossed the lesion, a 12x60x75 epic vascular stent was advanced for treatment but it got stuck with the guidewire. The devices were completely removed and replaced. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.